Event description:
It was reported that, "a restoration ha 6015-1117 revision hip stem and a c-taper head were removed due to infection."

Manufacturer narrative:
Device not returned. No evaluation will be performed. If device becomes available with additional info, a supplemental report will be issued.